Manufacturer narrative:
(B)(4). Eval method: lens work order, medical review. Results: a lens work order search was performed and there were no similar complaints found. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1% - 2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon inserted a micl13.2 implantable collamer lens in the right eye on (B)(6) 2008. A pt post-treatment f/u form at 36 months was received on (B)(6) 2011 and the pt indicated he had cataract surgery. The physician's office was contacted and confirmed the pt's report. An anterior subcapsular cataract was diagnosed on (B)(6) 2011 and the lens was extracted (B)(6) 2011. An iol was implanted. Yag laser performed and the pt's prognosis is excellent. Visual acuity 20/+25. See MFR #2023826-2011-00399 for the other eye.